Event description:
Impedance readings >4000 ohms were reported on some of the bipolar pairs. Troubleshooting was performed, increasing the default test values and re-running the test was recommended. Running group impedances and an exhaustive impedance test was recommended. Additional information has been requested from the hcp, but was not available as of the date of this report.